Manufacturer narrative:
Customer report was confirmed. Balloon was ruptured in central area. Blood was found inside balloon lumen and underneath balloon. Unit is sent to accellent for further evaluation. The balloon was visually inspected under 10x magnification and it is confirmed that the balloon did burst. The edges of the burst are smooth in appearance however there is wall thinning in the area of the burst. Visually the balloon was examined without magnification, and it is noted that there is more balloon on the burst side which is consistent with balloons that had been over inflated. Water was introduced through the lumens and the infusion lumen is the only one that functions as the others are clogged with dried blood and fluids. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that testing. There are no other defects detected with this device.

Event description:
Balloon rupture balloon pressure was 370-380mmhg thoughout the case and 35cc of volume in balloon. Balloon migrated across the valve. Pressure dropped to 200mmhg. They deflated and pulled the balloon back and inflated with volume removed and a couple of minutes later the balloon ruptured. Doctror used the chitwood clamp to finish the case. The rupture was towards the end of the case.